Event description:
A physician returned an intraocular model 812b, 21.0 diopter lens which had been explanted due to a calibration error. This lens had been implanted into the left eye of a 84 year old female on 4/16/1998. The physician had calibrated to determine the appropriate lens in his office prior to surgery. After the surgery the pt could not see well enough, so the lens was explanted and another lens implanted on 6/18/198. No subsequent problems were reported. The incident was not believed to be lens related. No further info is expected.